Event description:
It was reported that pump displayed cartridge alarm 20 and customer had experienced similar cartridge alarms with same pump previously. Customer¿s blood glucose level did not exceed 500 mg/dl and there was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while pump was replaced under warranty, received instructions to put pump into storage mode before return, and was advised to re-enter pump settings and reconnect cgm to replacement pump; caller understood and acknowledged all instructions.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.